Event description:
There was an allegation of questionable calcium gen.2 results from the cobas 8000 c702 module. The customer noted they had many critically low calcium results. They repeated about 40 patient samples and found results that had to be amended. One example was provided. The initial result was 6.9 mg/dl. The repeat result from another c702 module was 8.5 mg/dl. This result was believed to be correct.

Manufacturer narrative:
The cobas 8000 c702 module serial number was (B)(6). The investigation is ongoing.

Manufacturer narrative:
The field service engineer found that the rinse nozzle was bent, and he aligned the rinse nozzles and checked all fluidic levels. He performed mechanism checks and hardware checks that passed successfully. The investigation determined that the service actions resolved the issue.